Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced myocardial infarction and ischemia. Roughly twenty-four hours after a concomitant pulse field ablation (pfa) pulmonary vein isolation (pvi) and left atrial appendage closure (laac) procedure to treat atrial fibrillation using a farawave catheter the patient coded with a myocardial infarction. It was found that the patient's previously implanted right coronary artery (rca) stent was occluded. A procedure to re-open the rca stent was performed, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient was hospitalized. It was noted that the patient had a computed tomography (CT) scan and an electrocardiogram (EKG) performed, but the results were not available. The patient was taken off of ECMO as normal function returned. The patient was discharged from the hospital in normal sinus rhythm. The device is not expected to be returned for analysis due to disposal.